Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1geef, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by an health care provider (hcp) a revision had occurred/the patient had their ins explanted on (B)(6) 2018. It was noted that the reason for the explant was unknown. The hcp reported that the managing physician came in that day to talk to the radiologist and explained that the ins had been removed, but the lead could not be removed due to tissue surrounding the lead. There were no further complications reported.